Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had a blank display. Customer's blood glucose was 147 mg/dl. The device was exposed to moisture. No moisture was noted on the battery compartment or its components. Troubleshooting was performed and customer was advised the device need to be replaced. Discontinue use of the device and revert to back up plan. The device is being return for analysis.